Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing rectal lesions during a colorectal cancer procedure, a component disengaged. Another device was used. There was no patient injury.